Manufacturer narrative:
Device evaluated by MFR. : promus element plus, mr, ous 3.50x28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts were stretched, lifted and bunched from the mid-section to the distal end of stent. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded, and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen, and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous right coronary artery. A 3.50x28mm promus element plus drug eluting stent was selected for use. However, the stent could not cross the lesion due to tortuous artery. There were no patient complications reported, and patient's status was stable. However, returned device analysis revealed stent damage.